Event description:
The manufacturer service technician reported that both bearings were broken and missing balls while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.